Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due urinary incontinence caused by urethral erosion. All components were removed and replaced with a new aus device. The patient fully recovered.